Event description:
A ventilator was returned to the manufacturer for foam remediation. The device was not in patient use. During the final evaluation it was unable to pull error logs. Device came in with a power cord, device came in with an active porting block. The repair evaluation confirmed the following complaints initial power-up, no blower hours. No repair was performed. The unit is not needed for inventory, and it will be scrapped.